Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. However, as a result of evaluation by an olympus local service engineer, the reported failure phenomenon could not be reproduced and there was no abnormality found with the subject device. The device history record was reviewed and found no irregularities. Based on the evaluation result so far, it was surmised that the possible cause of the reported failure phenomenon was a temporary contact failure (e.g. Between the subject device and a video system center). The otv-s7proh-hd-l08e instruction manual states the corresponding method when there is an abnormality for the device.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified urology procedure, the subject device was used. In the procedure, an endoscopic image on the monitor went blank. The user replaced the subject device with another device and completed the intended procedure. The time of procedure was extended. There was no patient injury reported.